Event description:
A user facility registered nurse (rn) reported that a dialyzer blood leak occurred during a patient¿s hemodialysis (hd) treatment. Additional details were obtained through follow-up with a charge nurse (cn) from the user facility. The blood leak occurred immediately at the start of treatment. The blood leak was reported to be both internal and external. Blood was noted on the outside of the header cap of the dialyzer, as well as mixed in with the dialysate. The operator noticed the blood leak right away and stopped the treatment before the machine alarmed. The cn explained that the machine did not alarm because of how quickly the blood leak was caught. The patient was dialyzing on a fresenius 2008t machine with fresenius bloodlines. A blood leak test strip was used, and it tested positive for the presence of blood. After closely inspecting the dialyzer, a small hairline crack was identified on the header of the device. The patient¿s blood was not returned; estimated blood loss (ebl) was 250 to 300 ml. The cn confirmed there was no patient serious injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient completed their treatment after being re-setup with new supplies on the same machine. The sample was not available to be returned for manufacturer evaluation as it was reportedly discarded.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Plant investigation: the reported complaint was not confirmed as the complaint device was not returned for manufacturer evaluation. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There was one approved temporary deviation notice (dn) and one non-conformance (nc) in the production of this lot. The nc resulted in rework. The dn and nc were both unrelated to the reported complaint event. There was no indication of product nonacceptance, deviation, nc, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is not confirmed. Continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints, as well as via the nc/CAPA program, in order to assess and improve our products and processes. Capas for vision systems and blood leak reduction are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.

Event description:
A user facility registered nurse (rn) reported that a dialyzer blood leak occurred during a patient's hemodialysis (hd) treatment. Additional details were obtained through follow-up with a charge nurse (cn) from the user facility. The blood leak occurred immediately at the start of treatment. The blood leak was reported to be both internal and external. Blood was noted on the outside of the header cap of the dialyzer, as well as mixed in with the dialysate. The operator noticed the blood leak right away and stopped the treatment before the machine alarmed. The cn explained that the machine did not alarm because of how quickly the blood leak was caught. The patient was dialyzing on a fresenius 2008t machine with fresenius bloodlines. A blood leak test strip was used, and it tested positive for the presence of blood. After closely inspecting the dialyzer, a small hairline crack was identified on the header of the device. The patient's blood was not returned; estimated blood loss (ebl) was 250 to 300 ml. The cn confirmed there was no patient serious injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient completed their treatment after being re-setup with new supplies on the same machine. The sample was not available to be returned for manufacturer evaluation as it was reportedly discarded.